Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, customer reverted to an alternate method and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 122-242 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.